Event description:
A patient reported blood glucose results of "130 and 220 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby inficating a potential malfunction of the meter in terms of precision.